Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in the vertical position. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valve. The opening pressure of the valve was out of tolerance, but all other specifications were met. The measured opening pressure was not within the accepted tolerance range for vertical position. The result show that the valve showed an increased flow of liquid. Finally, we have dismantled the valve. Inside the valve we have found minimal build-up of substances (likely protein). Based on our investigation, we are unable to confirm the clinical claim of under-drainage, istead we detected that the valve shows an increased flow of liquid. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Investigation on-going. Additional informations /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a shuntassistant 2.0. The surgeon suspects that the valve worked in a under-drainage patient informations: age: (B)(6). Height cm: n/a. Weight kg: n/a. Gender: male .implantation: (B)(6) 2020. Explantation: (B)(6) 2021.